Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire broke inside the patient when the physician attempted to cut. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.